Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was no scratch around the surface of the broken probe. The shape of the broken surface showed that a crack spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the breaking of the probe might be caused by excessive stress applied to the probe due to activation while holding the tissue and twisting the subject device. The ultra-sound output error might be caused due to the crack. The instruction manual of the subject device already states; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a thyroid treatment, it was informed that an ultra-sound output error occurred and the probe of the subject device was broken off out of the patient. The doctor completed the procedure with the similar device. No patient injury was reported.